Manufacturer narrative:
Corrected: d4 - model number, lot number, catalog number, expiration date, unique identifier (UDI) # corrected: h4 - device manufacture date. Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent system. A visual examination identified a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported the stent "detached" post-deployment. An 8 x 150 x 130 innova stent was used in a 60% stenosed, moderately tortuous, and moderately calcified lesion in the superficial femoral artery. After deploying the stent, and post-dilated, angiography showed that the stent was detached. The physician deployed the second stent overlapping the originally implanted stent. It was noted that the patient was going to be observed. There were no patient complications reported and the patient was stable. It was further reported the stent was not kinked but detached. The superficial femoral artery (sfa) was 60% stenosed, moderately tortuous, and moderately calcified. The 8 x 150 x 130 innova stent was post-dilated. After it was noted the first deployed stent detached, the physician deployed the second stent overlapping the originally implanted stent. It was further clarified the stent was not kinked or detached but was fractured.

Manufacturer narrative:
B1: adverse event/product problem - updated from product problem to adverse event and product problem. B5: describe event or problem - updated with additional information received. H6: impact codes - updated from no health consequences to additional device required. H6: device codes - updated from material deformation to fracture.

Event description:
It was reported the stent kinked post-deployment. An 8 x 150 x 130 innova stent was used in a superficial femoral artery treatment procedure. After deploying the stent, angiography showed that the stent was kinked. It was noted the procedure was completed with another of the same device and that the patient was going to be observed. There were no patient complications reported and the patient was stable. It was further reported the stent was not kinked but detached. The superficial femoral artery (sfa) was 60% stenosed, moderately tortuous, and moderately calcified. The 8 x 150 x 130 innova stent was post-dilated. After it was noted the first deployed stent detached, the physician deployed the second stent overlapping the originally implanted stent.

Event description:
It was reported the stent kinked post-deployment. An 8 x 150 x 130 innova stent was used in a superficial femoral artery treatment procedure. After deploying the stent, angiography showed that the stent was kinked. It was noted the procedure was completed with another of the same device and that the patient was going to be observed. There were no patient complications reported and the patient was stable.